Event description:
It was reported that the patient had been admitted due to left ventricular assist device (lvad) implant and had not yet been discharged at the time of this event. The hospital was unable to provide any additional information regarding the cause of the driveline disconnect. The patient was noted to be asymptomatic and suffered no adverse effect due to the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop associated with a driveline disconnect. A specific cause for the disconnection of the driveline could not be conclusively determined. The controller event log file contained events from 24jun2025 through 05jul2025. On 04jul2024, the driveline was disconnected causing the pump to stop. Once the driveline was reconnected approximately 2 minutes later, the pump resumed operation at the set speed without issue. The pump appeared to function as intended at the fixed speed while the driveline was connected. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. Incidental findings: a pump reset not associated with the driveline disconnect was observed on 04jul2025 at 19:36:58. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use, rev. A and the patient handbook rev. C currently available. The IFU and patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook further explains that the pump cannot run without power. The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). The IFU and patient handbook describe all alarm conditions as well as the appropriate actions associated with them. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a driveline disconnect and pump stop event on (B)(6) 2025. The patient was noted to be admitted at the time. The patient was noted to be asymptomatic. Log files review was requested which revealed a driveline disconnect event on (B)(6) 2025 at 19:39:30. The driveline was reconnected 12 seconds later.